Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "the patient's exam revealed grade 1/2 implant on the left, and the patient felt that [their] left implant has a slight elevation superiorly in the last several months". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening (shell thickness within specification). Malposition: unable to observe since it is a medical event and is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. Creases are observed. Wear abrasion is observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.